Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental report. Method, result, and conclusion codes will be made available following an engineering evaluation.

Event description:
Two months after a xia procedure. The patient went for a second surgery and it was found that one of the implanted screws was broken.

Manufacturer narrative:
Method: device history review; complaint history review; risk assessment; results: the customer event of a tip fracture of a xia 3 titanium polyaxial screw was confirmed via visual inspection of the returned device. The IFU states that ¿implants cannot indefinitely withstand the activity level and loads of normal healthy bone and in the case that healing is delayed, does not occur or failure to immobilize the delayed/nonunion the implant will be subject to excessive and repeated stresses which can eventually cause loosening, bending or fatigue fracture. The degree or success of union, loads produced by weight bearing and activity levels will, among other conditions, dictate the longevity of the implant." Fusion usually occurs after 6 months after surgery. The revision surgery was performed only 2 months after initial surgery. Conclusion: the root cause of the tip fracture is likely non-union and/or patient activity.

Event description:
Two months after a xia procedure. The patient went for a second surgery and it was found that one of the implanted screws was broken.